Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to customer's blood glucose due to the issue reported. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.